Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5.7 cm infrarenal abdominal aortic aneurysm. It was reported that the proximal neck diameter was 30-32 mm, 11 mm in length, and angulated to 60 degrees. It was reported the body of the main device was inserted in the right side, oriented to cross the limbs, and was deployed immediately below the renal arteries. The distal limb of the iliac landed in the mid-common iliac artery on the right side. The gate was cannulated, the (contra) iliac limb was deployed, landing in the distal common iliac artery. A reliant balloon was used to dilate up the proximal end and also up the graft in the iliac limbs on both sides. Arteriogram demonstrated that the renal arteries were patent. Following an uneventful implant, the main device was reported to be in an unfavorable position. The proximal graft margin of the bifurcate was located just below the left renal, but positioned 2 cm below the right renal, with a large type 1 endoleak. Following additional ballooning of the proximal area, the type 1 endoleak was still persisting. The patient was a suitable candidate for open repair, and the decision was made to immediately convert the patient. The stent grafts were returned to medtronic and their evaluation has been completed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation: results: endoleak , short and severely angulated aortic neck. Evaluation: conclusion: short and severely angulated aortic neck. From the examination of the returned devices, the likely cause of the unfavorable final position of the bifurcate, leading to the proximal type 1 endoleak, appears to be due to the patient's short and angulated proximal neck. Other than several fabric excision cuts seen on the anterior surface of the aortic body and near the flow divider, no other device integrity issues were observed. The devices were verified to have met all talent manufacturing specifications prior to shipment.